Event description:
Additional information received shows that patient went through a ipg replacement on (B)(6) 2021. Stimulation was restored after the procedure.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.